Event description:
It was reported that in the operating room that day, an unexpected impedance issue occurred. The impedance before the explant was ok. They replaced the generator with a sentiva. It was noted that it was hard to insert the lead inside the connector and the lead seems to be a little damaged or too thick. They note a very small ¿bead¿ seems to appear. After connecting the high impedance seen. They tried 4 or 5 tests with repositioning the lead in the connector. They decided to change the generator to new m106. They state the lead is still hard to insert but the test is ok with impedance 1938 ohms. The explanted devices have not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted generator and unused generator were received for analysis. The analysis is underway but has not been completed to date.

Event description:
Product analysis on the explanted generator was completed and approved. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis on the opened but not used generator was completed and approved. No obstructions were observed in the header lead cavity or the connector blocks. The in-line cavity go gauge test passed and a bench lead fully inserted into the generator header (past the negative connector block) (lab conditions). Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Indentions marks were observed on the underneath side of the setscrew indicating connection was made with the lead pin. There were no performance, or any other type of adverse conditions found with the pulse generator.